Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73d1700315 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the jaw would not open. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. No clip was in the first position in the channel. Reference file pic_anp1900062193 for investigation photos. The sample was reviewed with a r & d engineer. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no ratchet sound could be heard indicating that the internal ratchet ears are broken. As expected, no clip fired on the first attempt. On the next attempt, the clip was unable to properly load into the jaws of the device. This was repeated with the same result for the next four clips. On the sixth and final clip, the clip was able to properly load into the jaws of the device and was successfully attached to over-stressed surgical tubing. The jaws were able to completely open and close properly throughout functional testing. The sample was received with 6 clips remaining in the channel indicating that 9 clips were fired by the end user. The broken ratchet prevented most of the clips from properly loading into the jaws. It could not be determined what exactly caused the ratchet ears to break but a nonconformance has been opened to further invest igate this issue. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "jaw was not opened" was not confirmed based upon the sample received. One device was returned. Upon functional inspection, the jaws were able to open fully. However, the device was found to have broken internal ratchet ears which could affect the end user's ability to properly load and apply clips. Five of the six remaining clips were unable to properly load due to broken ratchet. The device was received with 6 clips remaining in the channel indicating that 9 clips were fired by the end user. Although the reported complaint issue could not be confirmed since the jaws were able to open completely, the broken internal ratchet ears prevented most of the clips from properly loading. It could not be determined what exactly caused the ratchet ears to break but nonconformance has been opened to further investigate this issue.

Event description:
It was reported that the jaw would not open. There was no patient injury.